Manufacturer narrative:
Continuation of d10: product ID unk-nv-marathon (unknown); implant date n/a; explant date n/a g2: citation: authors: fujii s, hirai s, fujita k, yamaoka h, ishikawa m, aoyama j, sagawa h, miki k, nemoto s, & sumita k. Two-step effective onyx embolization from the occipital artery for the treatment of intracranial dural arteriovenous fistula: a technical note. Turkish neurosurgery 34(3):529-534 2024. Doi:10.5137/1019-5149. Jtn.44648-23.1 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of residual arteriovenous fistula in association with onyx embolization utilizing the marathon catheter. The timeframe of this study was between september 2017 and august 2022. The purpose of this article was to evaluate the effectiveness of a two-step embolization technique with onyx or coil blockage for the treatment of dural arteriovenous fistulas (davfs) with occipital artery (oa) feeders. The authors reviewed 7 cases of patients treated for arteriovenous fistulas using onyx embolization and marathon catheter. Of the 7 patients, the average age was 66 years, 4 were female and 3 were male. The article does not state any technical issues during use of the onyx or marathon catheter. The following intra- or post-procedural outcomes were noted: residual transverse dural arteriovenous fistula with the oa feeders after onyx injection from the middle meningeal artery.  No procedure-related complications occurred.